Manufacturer narrative:
The investigation of optical signal issue has been completed. According to the data and device analysis the root cause for the low snr and calibration issue was most likely due to improper connection of the white plug catheter to the front panel optical connector or the defective front panel optical connector. D9 date device returned to manufacturer added. H5 was inadvertently reported incorrectly on manufacturer device report 1220648-2025-25455. H8 was inadvertently reported incorrectly on manufacturer device report 1220648-2025-25455.

Event description:
The complainant reported that prior to insertion, the zeroed parameters of an impella 5.5 pump fell outside of the normal limits. The pump was replaced in an attempt to resolve the issue, but the issue persisted. The automated impella controller was subsequently replaced and the issue was said to have resolved utilizing the new pump. There was no patient harm.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.